Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. There were calibration errors within the logs, but what caused these cannot be reliably determined. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing during a splenectomy, the cartridge was inserted through the trocar with the jaws closed, and suddenly the jaws would not open. It was also reported that they experienced the same situation after disconnecting the adapter and replacing the shell. Furthermore, the adapter could not be disconnected from the cartridge. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.